Event description:
It was reported that the ball socket swivel adaptor had a stability problem. The socket joint rocked during an operation and that caused a patient's head to slip off the skull clamp. A surgeon caught and held the patient's head avoiding injury. The operative procedure was finished under the support of a chair to correct the system. There was no patient injury.